Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 02jun2020.

Event description:
The customer reported that the touchscreen was unresponsive. The customer reported that the issue has been intermittent and has repeated. The customer called back to share that they found cracks in the bezel assembly. The customer contacted product support and requested for service repair. Product support advised the customer to replace the touch screen. The customer called back and would like the part ID for the ui assembly. The customer reported that the unit was not in use on a patient. The touchscreen was replaced to address the reported issue.